Event description:
It was reported the pt experienced a slow loss of effect and increase in pain. A rotor study was conducted on the pt's pump device, and it was reported "the rotors did not turn". The pt's health care provider explanted the device and replaced it. The medications being delivered via the device system were bupivicaine, fentanyl and clonidine. The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.